Event description:
It was reported that during a scheduled follow-up the physician found that the rv capture threshold increased. Reprogramming was performed. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).